Event description:
It was reported that the right atrial (ra) lead exhibited high pacing impedance out of range and noise. Boston scientific technical service (ts) discussed this could be lead on lead behavior or lead closer to clavicle and getting crushed. Ts also explained that this is likely related to lead placement and possible clavicle crush. Furthermore, a lead revision was performed. No additional adverse patient effects were reported.

Event description:
It was reported that the right atrial (ra) lead exhibited high pacing impedance out of range and noise. Boston scientific technical service (ts) discussed this could be lead on lead behavior or lead closer to clavicle and getting crushed. Ts also explained that this is likely related to lead placement and possible clavicle crush. Furthermore, a lead revision was performed. No additional adverse patient effects were reported. Additional information is received indicating that this lead device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was returned intact and setscrew marks were in the correct location on the terminal pin. A dried body fluid was noted in the helix housing. Visual inspection showed the outer conductor resistance measured as an electrical open indicating a fractured or broken conductor. Hence, laboratory testing was able to reproduce the reported clinical observations and identified a lead characteristics that would have caused or contributed to the reported clinical observations. Furthermore, fractured lead conductors are considered a design issue when the field report indicates the damage occurred during normal use. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of fracture was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review.

Event description:
It was reported that the right atrial (ra) lead exhibited high pacing impedance out of range and noise. Boston scientific technical service (ts) discussed this could be lead on lead behavior or lead closer to clavicle and getting crushed. Ts also explained that this is likely related to lead placement and possible clavicle crush. Furthermore, a lead revision was performed. No additional adverse patient effects were reported.

Event description:
It was reported that the right atrial (ra) lead exhibited high pacing impedance out of range and noise. Boston scientific technical service (ts) discussed this could be lead on lead behavior or lead closer to clavicle and getting crushed. Ts also explained that this is likely related to lead placement and possible clavicle crush. Furthermore, a lead revision was performed. No additional adverse patient effects were reported. Additional information is received indicating that this lead device was explanted. No additional adverse patient effects were reported.